Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed and the lens was cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted. (B)(4)

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 intraocular lens(iol) punctured the capsular bag upon insertion. The doctor was able to remove the iol. A vitrectomy was required and the lens was replaced with an anterior chamber lens. There was no incision enlargement or sutures put in. The patient is doing well without any post-op problems. No further information was provided.